Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main coronary artery. A 3.0mmx12mm quantum maverick balloon catheter was advanced for dilation. However, during advancement of the device, the shaft was fractured. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic and tactile inspection revealed a separation in the hypotube 80cm from the strain relief. There were numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main coronary artery. A 3.0mmx12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during advancement of the device, the shaft was fractured. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.